Manufacturer narrative:
Results: samples were received and evaluated. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Conclusion : CAPA (B)(4) has been initiated to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that two devices of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter leaked blood through a split in the tubing. No serious injury or medical intervention reported.